Event description:
Patient advised he is currently inpatient and has been in the hospital all week as of (B)(6) 2022, due to gaining 20 lbs in 3 days and he was having trouble breathing. Per patient he is also scheduled for an MRI since there has been some impaired speech. Per patient he believes he may be discharged either sunday ((B)(6) 2022) or monday ((B)(6) 2022). Patient also mentioned that he believes he received a batch of defective batteries, he changed them monday and by thursday they were drained. Per patient this happened in both his pumps from the same batch and does not usually happen. Did the reported product fault occur while in use with the pt? Unk; is the product available for investigation? Unk; did we [MFR] replace the batteries? Unk; did the pt have backup batteries they were able to switch to? Unk. Reported to (B)(6) by pt/caregiver.